Event description:
It was reported to boston scientific that while unpacking a 20 pack of radial jaw 3 biopsy forceps, one of the pouches was open and the device fell out. There was evidence of a seal on the open pouch. All other pouches in the box were sealed.